Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure placed a 3.50x38mm promus element stent in an unspecified location. Stent deformation occurred. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Event description:
It was further reported that the stent did not perform as previously reported. The stent dislodged inside the patient. Additional information received revealed lesions located in the mid and distal right coronary artery (rca). Pre-dilation was performed in both lesions and then a dislodged stent was visible in the distal rca. There was consecutive deployment of two overlapping stents in the distal and mid rca, effectively jailing the dislodged stent to the vessel wall.